Event description:
Narrative from staff: quickcross catheter broke off into patients left sfa in vascular procedure in preparation for intervention, required sheath to be upsized 2x sizes to fit a snare through to successfully remove equipment. Patient was not harmed or felt discomfort, however, further attempts for atherectomy were aborted. Narrative from operative report: upon moving the quick-cross catheter, it was noted that a portion of the catheter had been fractured off and left in the external iliac artery on the left side. This segment was about 10 cm or so in length. In order to extract this, the 5-french ansel was upgraded to a 6-french ansel. The guidewire was then removed, and a 10 mm snare was brought into the left iliac and used to snare the catheter segment. It was then extracted through the introducer without difficulty.